Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vacuum regulator was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the vacuum regulator was not working properly which could cause a loss of suction. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported issue did not reduce the available suction. This was not a reportable malfunction. H3 other text : additional information was received that the reported issue did not reduce the available suction. This was not a reportable malfunction.